Manufacturer narrative:
Manufacturing site evaluation: the burr was investigated and it was detected that the burr head was broken off. The breakage is located approximately 13 millimeters from the burr head to the middle of the product. The breakage surface was checked and follows the pattern of a forced fracture, very likely caused by high lateral forces applied to the tool. This corresponds to the findings of the handpiece gb794r (below). Indications of a material or manufacturing defect were not found. Additional components : gd675: functions as intended. Gb790r: functions as intended. Gb793r: functions as intended; however, shows signs of normal wear from use. Gb794r: found to be damaged; some parts missing from the tip.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Tip broke during surgery. No patient injury or surgical delays. Add'l components in use: gb790r/hi-line xxs handpiece. Gd675/microspeed uni xs highspeed motor (s/n (B)(4)). Gb794r/hi-line xxs handpiece shaft curved iii (s/n (B)(4)).